Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was not confirmed to be a complaint as a no malfunction of the device could be identified. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event as the ventilator was positioned too close to the magnetic field due to an use error. No harm to patient, user or third party is reported. Therefore, the event has been deemed to be a not reportable event. The most probable root cause may be related to a use error. The teslaspy board was replaced and the device was tested by our distributor. The device passed all tests.

Event description:
Hi (B)(6) , the listed set of mr1 s/n: (B)(6) was reported the red teslaspy alarm was triggered with the display of mr1 showed white blank (please refer to attached video) during operated in the MRI room. The ventilator can't be powered off until ejected the two batteries. User did informed that they had kept the ventilator from the MRI scanner in a reasonable distance as they used to be. I had went to the site to inspect the machine on (B)(6) 2022. The machine could be powered on as usual. I performed the full calibration at once and all the test nwas passed. The ventilator could ran as usual. Can you tell me is the machine is safe to use now? As the case was reported to the related regulatory authority, so please issue a factory investigation report as soon as possible. I had already upload the service log file for your reference. As I know , a teslaspy log file is important to your investigation, can you tell me how to export it (the sw is 2.2.4) ?